Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the extension set will not flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that ext set dehp free 1ss experienced 1 case of flow issues, and 1 case of being clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 10010912 batch/ lot #: unknown (20025234 was provided by customer, but invalid) unable to flush through smartsite. Customer states this happens multiple times per day.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ext set dehp free 1ss experienced 1 case of flow issues, and 1 case of being clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 10010912. Batch/ lot #: unknown (20025234 was provided by customer, but invalid). Unable to flush through smartsite. Customer states this happens multiple times per day.